Event description:
Pt care tech wheeled pt to shower room in "shower chair". Before she started up ramp, tech heard "pop" sound, leaned forward and to the right of the chair, then the chair gave way pushing the employee backwards with the pt. The chair went forward, spilling pt into shower stall. Back rt wheel cracked and broke, both reinforcement and pvc pipe. Pt stuck head on tile floor and c/o headache shortly after fall. Multiple bruises with neg x-rays sustained.